Event description:
It was observed that during the device evaluation, the subject device had a dented outer tube and broken r-unit (charged coupled device) and stripes in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube has a dent was due to component failure and stripes in image occur due to broken r-unit. The most probable cause of the complaint is cause traced to component failure. The cause behind component failure is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.